Manufacturer narrative:
The device is unavailable for evaluation. The root cause cannot be determined at this time. A supplemental report will be submitted upon receipt of additional information to support this investigation.

Event description:
It was reported that on (B)(6) 2025 there were 2 discs explanted from the cervical spine. The patient had these placed three years ago but a couple months ago, fell off of a horse causing increased neck pain. This is the reason they decided to do a fusion and remove the artificial discs.